Event description:
The stimulation could not be adjusted. The device was in a power-on-reset condition and a "call your doctor" icon was displayed. The ipg was new and not near end of life. The outcome is unknown. Further information is being requested at this time.